Event description:
When prepping the outback catheter on back table, the physician did not feel that the needle was fully retracted into the delivery system.

Manufacturer narrative:
Please note that the event date for this case is unknown.additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
When prepping the outback, the physician did not feel that the needle fully retracted into the delivery system. The device was prepared as specified by the instructions for use and there was no apparent damage to the device noticed prior to use. Analysis of the returned device did not confirm the complaint. One non sterile outback was received coiled in two plastic bags. Blood was observed in the hemostatic rotating valve, and the handle. Cannula was fully retracted. No other anomalies were observed. Pressurized water was applied to the catheter through the guide wire port, and exit through the cannula port (as expected), than through the hemostatic rotating valve, and exit through the tip (as expected); no anomalies were detected. A 0.014" guide wire was inserted through the tip and exit through the guide wire port (as expected). The guide wire was then inserted through the guide wire port with the cannula retracted, and exit through the tip (as expected). Finally the guide wire was inserted through the guide wire port with the cannula deployed, and exit through the cannula (as expected). In none of the cases resistance was noticed. Cannula was fully deployed and retracted with no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer could not be confirmed. The cause of the failure experienced by the customer could not be conclusively determined; however procedural factors may have contributed to the failure. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by procedural factors and is not related to a product quality issue.